Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician employed the use of an enteer re-entry balloon catheter and an enteer re-entry guidewire during treatment of a 250mm severely calcified cto (chronic total occlusion-100%) lesion in the patients distal superficial femoral artery (sfa). The patients aortoiliac bifurcation is reported to have been severely tortuous. The IFU was followed and the devices were prepped without issue. The devices did not pass through a previously deployed stent. The enteer was advanced in a contralateral fashion via a 6fr 45cm sheath. The iliacs were reported to be very tortuous. The enteer balloon reached the target site and was inflated. It is reported that during advancement of the enteer wire it appeared to get caught mid catheter and the wire ended up puncturing the balloon lumen which resulted in loss of balloon pressure. It was reported that the enteer re-entry guidewire was unable to rotate torque but was easily withdrawn. The physician then used a second enteer re-entry balloon catheter and an enteer re-entry guidewire to attempt treatment, but the same issue occurred. The physician was unable to re-enter to complete the procedure. No patient injury was reported.